Manufacturer narrative:
The complaints for "post-implantation - paravalvular leak" and "post-implantation - central regurgitation" were unable to be confirmed as no relevant imagery/medical report were provided. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported "a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 1 year and 5 months later, the patient presented with a failed valve due to pvl. The team bav'd with a 23mm true balloon and then put an amplatzer plug to resolve the remaining pvl. However, the bav resulted in aortic insufficiency so a new 23mm sapien 3 ultra valve was implanted inside the initial 23mm sapien 3 ultra valve with perfect result." "Post-implantation - paravalvular leak" per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Due to insufficient information, a definitive root cause is unable to be determined at this time. "Post-implantation - central regurgitation" per the instructions for use (IFU), valve regurgitation, (including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation, endocarditis). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, post-dilations were performed in order to resolve the paravalvular leak that was present. Central regurgitation was noted after the post-dilatation. It is possible that the post-dilations overexpanded the valve. Over-expanding the valve may result in an inability for the valve leaflets to function properly, resulting in central regurgitation of the thv. As such, available information suggests that procedural factors (over expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 1 year and 5 months later, the patient presented with a failed valve due to pvl. The team bav'd with a 23mm true balloon and then put a non-edwards plug to resolve the remaining pvl. However, the bav resulted in aortic insufficiency so a new 23mm sapien 3 ultra valve was implanted inside the initial 23mm sapien 3 ultra valve with perfect result.